Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the pacemaker exhibited loss of capture. No intervention was reported. The patient was in stable condition.